Event description:
It was reported, that after a few minutes of use, the insufflator exhibited a continuous beep and switched off. The issue occurred during the beginning of a therapeutic laparoscopic inguinal hernioplasty procedure. There was a 15 minutes delay and the patient was under general anesthesia. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and although the reported issue (continuous beeping/switching off) was not reproduced. However, error code (e03) was confirmed from reviewing the error history. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the device emitted a beeping sound and the power switched off due to the main board failure. Also, it was identified that the device did not meet the secondary gas leakage limit due to a manifold failure. However, the root cause could not be determined. This supplemental report includes an update to d9 and h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.